Event description:
The customer reported that the display on the core unit (g9) started flickering, going on and off, and displaying a "check electrode" error message during patient use. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the core unit (g9 monitor) started flickering, going on and off, and displaying a "check electrode" error message during patient use. No patient harm was reported. Investigation summary: the customer indicated they were able to resolve the issue by repositioning the ECG leads. The logs from the complaint g9 monitor were reviewed, and it was identified that in this event, the system was changing between 3 and 6 lead. When the ECG lead recognition setting is set to automatic, the device automatically detects and changes to 3 lead or 6 lead depending on if a 3 lead or 6 lead cable/wire is used. A possible cause of the issue is a defective electrode lead wire/cable. If the electrode lead is defective and ECG lead recognition is set to automatic, the device may not properly recognize if the cable used is a 3 lead or 6 lead and may cause the device to switch between the two. External noise may also contribute to the issue. Nkc recommended the customer replace the electrode lead wire/cable, review the installation environment, and set the ECG lead recognition according to the number of electrodes to used instead of automatic recognition.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: model #: bsm-1753a, serial #: (B)(4), approximate age of the device: 15 months, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their core unit (g9) display started flickering, going on and off, and displaying "check electrode" error message during patient use. No harm or injury was reported.